Event description:
It was reported via repair work order that the side rails will not latch in place due to damaged latch spindle assemblies. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found during investigation that both the patient left and right side rails were not latching up due to broken spindle spacers and broken top rails at the spindle mount flange. Exposed sharp edges were observed.

Event description:
It was reported via repair work order that the side rails will not latch in place due to damaged latch spindle assemblies. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.